Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
One of the cobas c 503 analytical units' serial numbers was (B)(6). The other serial numbers were not provided. Precision testing was performed and was acceptable. The provided qc and calibration traces did not show any issues. The analyzer alarm traces showed frequent sample duplication, clot errors, and abnormal aspiration errors. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results. The customer has three different cobas c 503 analytical units. Sample 1 initial result from "line b" was 7.1%. On (B)(6) 2025, the repeat result from "line a" was 5.51% and the result from "line b" was 5.66%. A second sample was taken on (B)(6) 2025, and the result from "line c" was 5.45%. The repeat result from "line a" was 5.54% and the result from "line b" was 5.58%.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. There was no product problem identified. General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent. The field service engineer verified that the instrument was running within specifications.